Manufacturer narrative:
Medical device: 694765 lead implanted: (B)(6) 2010; dtba1d1 crt-d implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead experienced undersensing during atrial fibrillation (af) resulting in unnecessary pacing. The lead remains in use. No patient complications have been reported as a result of this event.